Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hcp, on an attempt to access patient's port, noticed on insertion that the needle was bent. It was stated the needle was not fully inserted and the attempt ceased. It was further reported that attempts to safely lock or disengage the needle failed.